Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the facility for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combisets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The clinical manager (cm) from a hemodialysis (hd) user facility reported that a combiset bloodline had a hole in it. Additionally, it was reported that the hd machine alarmed with an air detector message. Additional details were provided upon follow-up with the cm. The cm stated the incident occurred during treatment and the hole in the line resulted in a blood leak. The bloodlines were inspected for damage prior to use and there was no damage or defect noted at that time. The cm stated the combiset had visible damage (a hole) which was noted after the event. The hole was on the thin plastic that goes into the blood pump. No pictures were available. It was unknown what caused the hole. There were no known loose connections on the combiset lines. No leaks were noticed during the priming phase. In addition, there were no changes or disruptions in pressure that could have contributed to the failure. The reported issue resulted in an estimated blood loss (ebl) of <100 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies. The combiset was not available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The clinical manager (cm) from a hemodialysis (hd) user facility reported that a combiset bloodline had a hole in it. Additionally, it was reported that the hd machine alarmed with an air detector message. Additional details were provided upon follow-up with the cm. The cm stated the incident occurred during treatment and the hole in the line resulted in a blood leak. The bloodlines were inspected for damage prior to use and there was no damage or defect noted at that time. The cm stated the combiset had visible damage (a hole) which was noted after the event. The hole was on the thin plastic that goes into the blood pump. No pictures were available. It was unknown what caused the hole. There were no known loose connections on the combiset lines. No leaks were noticed during the priming phase. In addition, there were no changes or disruptions in pressure that could have contributed to the failure. The reported issue resulted in an estimated blood loss (ebl) of <100 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies. The combiset was not available to be returned for manufacturer evaluation.